Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to an unspecified problem with the pump component. The existing pump was removed and replaced with a new pump. There were no patient complications. A supplemental report will be submitted should additional information be received or upon device return and completion of analysis.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to an unspecified problem with the pump component. The existing pump was removed and replaced with a new pump. There were no patient complications. A supplemental report will be submitted should additional information be received or upon device return and completion of analysis.